Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of bd¿ syringe e/t emerald was broken during use.

Event description:
It was reported that the tip of bd¿ syringe e/t emerald was broken during use.

Manufacturer narrative:
Investigation summary: bd has been provided with a picture of the affected sample. The provided picture presented the tip broken. Bd confirms the reported issue. Complaint trending review of this lot and defect reveals no more complaints. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2017 (march 8th ¿ 9th, 2018). Syringes were assembled in machine, nº4253, in lot #8065549 (march 6th ¿ 15th, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8062923, #7258069, and no problems, defects or qn related to the reported issue were found. Investigation conclusion: the material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of the strong conditions during use of the product. Root cause description: not able to confirm the reported issue. Possible cracked due to strong conditions during use of the product. Rationale: bd can ensure that the probability of finding this kind of defect is isolated and any recurrence is unlikely in our products since review syringe DHR showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.